Manufacturer narrative:
Date of event, date of this report and date received by manufacturer: from (B)(6) 2016 to (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was air in the tubing. There was no reported impact to the user's blood glucose level. Multiple attempts were made by tandems technical support to obtain additional information; however, no additional information was provided.